Manufacturer narrative:
No device has been returned for evaluation. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a midwest e mini 1:5 contra angle overheated during use; no injury resulted.